Event description:
It was reported that during an implant procedure, when this new pacemaker was connected to the patient's previously implanted leads, no pacing was observed. As the patient was dependent on pacing, they experienced periods of asystole of greater than two seconds as well as syncope. The pacemaker was eventually removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.